Manufacturer narrative:
No battery out limit alarm. Unit alarmed failed battery test after battery was inserted due to faulty battery tube. Unit was able to clear the failed battery test alarm and access the status screen. No frozen screen noted. Unit responded properly to button presses however unit had corroded keypad traces. Unit had cracked display window and cracked case at display window corner (lower left and lower right corners). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, failed battery test alarm, and keypad anomaly. The blood glucose at the time of the incident was 114 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.